Event description:
Meter name: one touch ultra. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: shaky, tired, "feeling of blackout". A pt reported they were unable to test. Their meter allegedly would not only prompt error 2. The result on their meter was unable to test. No other blood glucose tests reported. No comparisons reported. Treatment was: ate sugar cookies. No further info has been reported.